Manufacturer narrative:
An attempt to reproduce the reported event using cp app with 3.2.0 installed on samsung galaxy s10 e (v.12) with mmt-1886 pump (software version 6.7w) was conducted and confirmed the issue is reproduced. We have observed that we are not receiving push notification after upgrading cp app from previous version to 3.2.0. The software failed to meet the specified requirements and performance expectations. We found two issues in our investigation. Firstly, for the basal rate issue the root cause stems from the code responsible for concealing the basal rate during auto mode not functioning following the transition to udm. While the same default values (0.000 rate and basal pattern 1) are transmitted to cl and cp in auto mode. This issue doesn't appear in prior editions of cp, despite the fact that the code has not been altered. Secondly,for notification issue we conducted a thorough investigation and found that the ""pumpmodelnumber"" field was removed from the activenotification object with the introduction of simplera sensor in version 3.2.0. Due to this, the database-to-application (_mapactivenotifications) mapper fails while trying to retrieve the object from the database. As a result, the object doesn't load on the history screen, and it leads to a continuous loading spinner. To assist with the resolution of the notification issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: unfollow and then follow the patient again. Reinstall the 3.2.0 app. Currently there is no work around for basal rate issue. The issue will be resolved in the upcoming cp application release/s. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had an issue with paring of mobile and carelink. Troubleshooting was performed and found that customer does not receive notification and found error code and the issue was unresolved. No harm requiring medical intervention was reported. The customer will continue using the device and the product will not be returned for analysis.